Event description:
The tip separated inside the pt and removed cystoscopically.

Manufacturer narrative:
The device has not been returned for eval, a proper eval cannot be made. Several attempts have been made to talk with the physician without success to obtain additional info concerning the incident. To date the product number, lot number, description of the event and condition of the pt, location where the tip was removed from nor how the tip was removed has not been provided. Should info become available it will be forwarded.